Event description:
Safety issue with guidewire IV catheter used to place peripheral us [ultrasound] ivs. While inserting the IV in the patient, the needle retracting mechanism would not engage. The catheter also did not occlude as it should, causing rn to have to hold pressure while removing the needle from the patient's arm which increased the risk of needlestick. Thankfully, another rn nearby was able to safely remove and discard the sharp.